Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 1.7 mmol/l (active) and 5.6 mmol/l (performa). No adverse event reported. The lot number was not provided. Product was requested to be returned for evaluation.